Event description:
It was reported that a participant new to the ilet experienced hypoglycemia reaching 39 mg/dl overnight and again the following morning, treated both episodes with juice and snacks, and then experienced subsequent elevated glucose to 167 mg/dl after overtreating; the event was associated with user technique and not with a specific device component. Symptoms included hypoglycemia accompanied by dizziness, hot flashes, and shaking/ tremors. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The participant received education to treat hypoglycemia appropriately and to reassess glucose after 15 minutes.